Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead could not be fixed. It was also noted that the lead exhibited high impedance and the guidewire could not be inserted. The lead was replaced and procedure was completed. Patient was stable.